Manufacturer narrative:
The device was received for evaluation. During functional testing the reported pump shutsdown when moved occurred through troubleshooting of the device. A review of the event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be damaged alternating current power connector on rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts down when moved during unspecified process step. There was no patient involvement. No additional information is available.